Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported bilateral capsular contracture baker grade iii and device rupture. This record relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: not observed in the device. Additional observations: rease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade I diagnosed by palpation. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side capsular contracture baker grade I diagnosed by palpation. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.